Event description:
It was reported that this right ventricular (rv) lead exhibited impedances issues and a spike. Subsequently, this rv lead was explanted, and a new lead was implanted and successfully connected to the device. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 270 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of impedances issues and a spike were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedances issues and a spike. Subsequently, this rv lead was explanted, and a new lead was implanted and successfully connected to the device. No additional patient effects were reported.